Event description:
As per the report received from germany, edwards received notification of a pascal precision procedure in tricuspid position by right femoral vein. During the procedure, patient with dense chordal regions which were identified. There were difficulties navigating the device due to imaging. No adequate inflow/outflow and reversed four chamber views could not be achieved; only transgastric short-axis (tg-sa) views were usable, thus multiplanar reconstruction (mpr) was attempted. After almost two hours into the procedure, the pascal ace device became entangled in the papillary muscle/chordae. After resolving the entanglement, a flail was observed. It was needed to disentangle from the chordae. Chaotic movements by physician unadvised and without time to react from the cs. The guide sheath and steerable catheter were unflexed completely. 360 degree or more clocking clockwise and counterclockwise resulting in tension but there was no change of interaction. When still stuck the physician started pulling the device resulting in the mentioned damage. The device was bailed out and material was visualized stuck on the ace device. The regurgitation was severe before the procedure and torrential at the moment the chordae damage was seen and after the procedure. The patient is doing fine. There is currently no further treatment plan.

Manufacturer narrative:
B2: other serious - even though there was no reintervention, there is a potential for reintervention in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant advanced too far, resulting in chordal entanglement was confirmed with the information provided. Available information suggests patient condition and imaging related factors likely contributed to the event. As per information received, the device became entangled in the chordae causing a flail. Some difficulties were found during the procedure, the patient had dense chords and imaging was suboptimal. Since no edwards defect was identified, corrective or preventative actions are not required.